Manufacturer narrative:
Results and conclusions: (lesion morphology - 98% stenosis). (Stent deformation, dislodgement/ stent embolism). (Stent deformed). (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a lesion in the proximal of the rca with 98 % stenosis. The device was inspected prior to use with no issues noted. The vessel was pre-dilated, but the device could not cross the lesion. The physician used a new device, same size endeavor resolute rx stent, to complete the procedure. No patient complications were reported. Analysis of the device was completed - the substances attached to the stent and the stretching of segments observed on the returned device would suggest that the damage occurred in vivo, and would indicate that an attempt to retrieve the device from the patient was made using an accessory device. Evaluation summary: the distal tip was deformed. Crimp impressions were visible on the balloon. The stent was returned detached from device and was severely deformed. The sheath and stylette could not be removed. Balloon folds were not opened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.